Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Customer reported repeated errors m-11, c-30, and m-18 on the erbe vio when activated, confirmed by system logs. Fse visited the site and replaced the erbe generator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found that system logs confirmed errors c-30 and c-38. Visual inspection showed no related issues, and the erbe could not cauterize monopolar instruments without c-34 or m-11 errors. The unit will be sent to original equipment manufacturer for further analysis. The complaint was confirmed based on failure analysis. The probable cause in this case is attributed to a faulty electrical component inside the erbe generator.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the customer encountered errors m-11, c-30, and m-18 on the viodv erbe generator when it was activated. The reported errors were confirmed in the system logs. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system powered up without any errors. Once the staff noticed an issue with the generator, they connected a stand alone bovie generator to complete the case. The staff was able to complete the case robotically, just not using the erbe generator. This issue caused no harm or delay to the patient.